Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024519848. G2: foreign - event occurred in austria. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k190660. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implantation, the ceramic inlay cracked when being inserted. Intra-operatively, the surgeon indicated the inlay was positioned correctly and that a 36 mm inserter was used, matched to the corresponding cup size. The duration of the surgery was extended by approximately 10 minutes. No health impact to the patient was reported. Attempts have been made and no further information has been provided.